Event description:
The customer reported to zoll distributor that the device suddenly showed "battery empty" on the screen sooner than 30 minutes although the used battery was fully charged. There was no additional provided. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse with serial number (B)(4) was returned to the distributor. Their investigation indicated that the reported complaint was confirmed. The battery used on the autopulse platform was manufactured in june 2009 and did not meet the power threshold ((B)(4)). The root cause was attributed to using old battery.